Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) experienced uncomfortable stimulation (electric shock like feeling) and following it lost stimulation. System diagnostics determined impedances issue on the lead. Surgical intervention is planned to address the issue.

Event description:
Additional information received identified the lead was explanted and replaced to resolve the issue.